Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty trying to advance the delivery/stent device through a previously placed stent. Upon removal it was noted that the stent was flared. The lesion was re-dilated and another stent was successfully placed. No pt injuries or complications were reported.